Manufacturer narrative:
Corrected fields are h6 investigation findings and investigation conclusion. Updated fields are b4, g3, g6, h2.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) could not get waveform and was unable to zero. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields: e1: event site telephone, h6: medical device problem code. Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation: it was reported by the kelsey through the emergency support program (esp) that during use the cs300 intra aortic balloon pump (iabp), a significantly dampened arterial line waveform was observed along with an inability to zero the line, accompanied by a no zero message on the pump. There was patient involvement however, no adverse event reported. Esp personnel confirmed that the iab catheter in use was not a getinge catheter and advised that troubleshooting steps discussed applied only to getinge catheters, recommending consultation with teleflex for catheter maintenance. Although kelsey was able to aspirate and flush the central lumen, the waveform did not improve. Esp suggested the pressure cable or transducer might be faulty, and after connecting the transducer to the bedside monitor, kelsey was able to zero it, though the waveform remained dampened. Esp recommended replacing the pressure cable or using the radial arterial line, which kelsey planned to attempt after a bedside procedure, with follow-up if needed. Based on the information provided by emergency support program (esp) personnel, no details were available regarding how the issue was resolved. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a.